Manufacturer narrative:
The complaint for ¿invalid impedance¿ was confirmed. As received, microscopic inspection revealed a kink with all wires broken in leads ¿a¿ and ¿b¿. As there was no breach of the outer tubing and invalid impedance was observed prior to the revision, the fractures were consistent with an overstress condition the leads were subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note the patient received two extensions from the same lot number.it was reported the patient's (B)(6) diagnostic testing revealed the lead impedances were high. The patient's extensions were explanted and replaced. The patient's therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.